Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2017 with the following findings: during investigation, the basal history appeared to be inaccurate due to an unexplained pump reboot. When the pump was powered back on the time/date was manually set. The pump was manually suspended. A pump reboot then occurred. When the pump powered back on, the time/date was manually set incorrectly. A manual time change was later made leading to 4 cs 165 "exceeds max total daily dose limits." The pump was exercised for 24 hours with a 1.0 u/hr basal rate and at the end of testing the basal history correctly showed a 1.0 u and the total daily dos showed 24.0 u. The basal history found to be accurately recording the active basal program during testing. Unrelated to the original complaint, the display screen had a discolored contrast. Additionally, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump's basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.